Event description:
It was reported that patient death occurred after the use of two medtronic des products. Limited information was provided for this event; however, additional information received stated that the patient death was not related to the medtronic stents.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death), (root cause of the reported event cannot be determined; limited information available). Evaluation conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined; limited information available). (B)(4).